Manufacturer narrative:
The returned device was evaluated. External visual inspection revealed no damage. When powered on multiple led segments did not light up. The device was able to obtain readings and alarmed under alarm conditions. Internal inspection showed the system circuit board had multiple corrosion damages. The led segments would not function properly due to corrosion on the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported that this device has segments that will not light on the lower display. No patient impact or consequences were reported.